Manufacturer narrative:
The field service representative (fsr) checked the instrument and found that the trigger, pre-trigger heater was leaking. The fsr performed multiple troubleshooting services including the replacement of the valve, manifold kit and the trigger, pre-trigger heater. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a positive architect total bhcg result of 193 iu/ml was generated for a patient sample ID (B)(6) on (B)(6) 2021. The sample was retested on (B)(6) 2021 and the result was negative at <1.2 iu/ml. No adverse impact to patient management was reported